Manufacturer narrative:
As no return of product is intended, boston scientific cannot confirm nor deny this reported clinical allegation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this atrial lead did not feel well and presented to the hospital. An electrogram revealed no atrial pulse. An x-ray was performed revealing this lead was fractured at the suture sleeve site, however, not at the suture area. The lead was surgically abandoned and replaced. During the same procedure, the device was also replaced. The patient had reported experiencing heart failure symptoms.